Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber was not able to confirm the reported event of fiber had spots as analysis did not identify any spots during analysis. Analysis did identify a connector fracture. The fiber was received in one piece. There was no anomaly identified on the fiber body. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified the light exiting the connector face was distorted, indicating an internal connector fracture. Burn marks were also observed. The functional testing was performed, and the aim beam was bright and distorted. The following message was displayed: treatment used: 4, treatment left: 6. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this connector fracture likely led it to overheat causing the burn marks observed. The IFU states to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Based on the information available, a conclusion code of no problem detected was assigned to this investigation as there were no spots identified on the fiber.

Event description:
It was reported that during a lithotripsy procedure, it was found that the fiber had spots and caused damage to the debris shield. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified a connector fracture.